Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the device was clamped on stomach tissue and the surgeon was not satisfied with the placement/angle of the jaws. When they attempted to un-clamp the jaws, they would not open. The red safety trigger on the device had not been released and the surgeon was confident that the blade had not been advanced. They tried several times to release the anvil using knife reverse button and the anvil release button without success. The surgeon then used the manual override and the anvil still would not open. Finally, the surgeon was able to get the anvil to release using the anvil release button but only after he had tried the above steps first. The device was removed from the patient and no tissue harm was found. They replaced with a like device and completed the procedure without complications.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cw80. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received partially fired 1/3 and loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.